Event description:
In '07, a female with a history of renal failure and hypertension was implanted with a gore propaten vascular graft in an a-v access procedure. At approximately 29 days and 16 days later, the pt presented with thrombosis with stenosis and a thrombectomy and pta procedure was performed both times. At about 60 days later, thrombosis both with and without stenosis was observed a thrombectomy procedure was unsuccessful at declotting the graft. The graft is still implanted in the pt not being used. Further investigation is pending.

Manufacturer narrative:
Device remains implanted.